Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 6 gem 20dp v/nv ckvlv 3ss 0.2mf dehp free experienced leakage. The following information was provided by the initial reporter: material no: 2432-0007 batch no: unknown it was reported that 5 sets were reported as leaking tpn. It was reported that one set could not be primed. Event description: I wanted to let y¿all know that I still have all the defective products in my office and happy to drop them off when needed. I have 5 setups that were reported as leaking and one from last week that couldn¿t be primed(safety scoop placed today)" I was told that it was tpn that was leaking .